Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed device was fully recaptured without incident. A second closure device was deployed with multiple partial recaptures before it was fully recaptured. Upon recapture of the second device, a pericardial effusion was noted. It was decided to continue the procedure with a bigger device, which was successfully implanted. At this time, it was noted that the effusion grew for which a pericardiocentesis was performed and patient stabilized. Patient was observed overnight without further complications. Patient is stable and has been discharged.